Event description:
It was reported that the patient passed away from syncope and cardiac arrest.

Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events (patient condition and patient outcome) cannot be conclusively determined through this evaluation. It was unknown if the patient outcome was considered to be device-related; however, upon the patient¿s arrival to the emergency department heartmate 3 left ventricular assist system, serial number (B)(6), was reported to have been operating as intended. Heartmate 3 left ventricular assist system, serial number (B)(6), will not be returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.